Manufacturer narrative:
Lens was not implanted. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. The plunger was observed in a fully advanced position and lock. The cartridge was correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection was performed at microscope magnification and lack of lubricant material was observed in the device. The pushrod was exposed out of the cartridge tip. The lens was observed stuck at the cartridge tube and the pushrod overrides it. The reported stuck in cartridge was verified; however, was due to use of the product. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in cartridge. Additional information was received and it was learnt that the lens was partially inserted into the patient's eye and confirmed the lens was stuck in the cartridge. No patient injury was reported and the patient is doing well. No further information was provided.